Manufacturer narrative:
Date sent to the FDA: 09/10/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney the patient underwent partial mesh removal and revision surgery on (B)(6) 2016, (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017 and on (B)(6) 2020 where mesh was implanted in the repair. The patient had a previous mesh implanted on (B)(6) 2015 which is captured in separate file. No additional information was provided.